Event description:
Dexcom representative contacted dexcom technical support on (B)(6) 2015 on patient's behalf and claimed that on (B)(6) 2015 the patient experienced a hardware failure. Patient calibrated during rapid rates of change which is against user guide recommendations. The dexcom representative did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).